Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the battery charger prompts to 'insert battery' when a battery is already inserted. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (insert battery messages) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The cause of the inability to recognize a battery is the contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.